Event description:
Report rec'd of no audible alarm tone. During testing at the user facility, the device did not sound an audible alarm tone. There were no reports of any adverse pt events while the device was clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigaiton. It has not yet been rec'd.